Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported issue inserting the device appears to be related to interaction with the anatomical conditions of tortuosity and calcification. A conclusive cause for the reported patient effect of hemorrhage and the relationship to the product, if any, cannot be determined. The subsequent treatment of additional therapy/ non-surgical treatment and surgical procedure appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Article titled, "initial experience using prostar: a new device for percutaneous suture-mediated closure of arterial puncture sites".

Event description:
It was reported through a research article that arteriotomy closure was attempted using a prostar device with an 8f sheath; however, complete failure to insert dilator/device occurred due to tortuosity and calcification. The dilator was replaced with a 9f sheath and heparin was ultimately discontinued due to a persistent slow ooze of blood around the sheath. No ischemic complication and no hematoma. Details are listed in the article, titled "initial experience using prostar: a new device for percutaneous suture-mediated closure of arterial puncture sites."